Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2018. Date of issue is an approximation. The patient stated the cgm was displaying high values throughout the day and sometimes it would be above 400mg/dl. The patient stated she treated herself with insulin. After a while, she noticed that her values were not dropping, so she checked her finger stick and the bg meter was reading 55mg/dl. The patient panicked and called her doctor and the doctor walked her through the normal correction factor for her insulin intake. The patient stated they were able to avoid a low and was doing fine at the time of contact. No symptoms or injuries were reported. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was not confirmed via data. The probable cause could not be determined via data.